Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling the cartridge with insulin. The customer changed the needle and the cartridge and was able to successfully fill the cartridge. The customer's blood glucose level was not impacted.